Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d 4. Primary UDI number. Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hysterectomy procedure on an unknown date and absorbable hemostat was used for hemostasis. According to the doctor's statement, all three grams of the product were used, even though it was unnecessary. Additionally, the excess of the product was not removed despite the doctor being informed about it. Postoperatively, the patient developed a fever and pain in the lower abdomen and for this reason, she had to undergo surgery again to remove the excess of the product. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of surgical procedure? 3. What were the diagnosis and indication for the surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. What was the onset date of the fever and abdominal pain? 9. What were the findings from the re-operation? 10. What is physician¿s opinion as to the cause of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and lower abdominal pain? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.